Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for single chamber implant. During procedure, the lead was connected to the pulse generator and exhibited noise. Moving the lead did not result in any noise. When the physician tapped against the header on the device, noise could be reproduced. The device was not implanted and replaced successfully.